Event description:
It was reported that far field r wave oversensing leading to inappropriate auto mode switching (ams) was observed on the pacemaker. Programming changes were made. There were no patient consequences.